Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg failed to communicate with external devices. As a result, the patient experienced ineffective stimulation. Surgical intervention may occur later to address the issue.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.